Event description:
The customer reported a lower than expected creatine kinase-mb (ck-mb) result, for one patient, involving the access 2 immunoassay system. Subsequent analysis of the patient sample, on the same analyzer, recovered a higher result, within the normal reference range. The erroneous result was not released out of the laboratory. There was no patient impact associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the main pipettor tip was bent. The fse replaced the pipettor tip and wash station insert, performed alignments and verified the ultrasonics. The fse replaced the incubator belt due to noise. A routine system check was performed which passed within instrument specifications. Quality control (qc) passed within the laboratory's established ranges. The instrument conformed to the manufacturer's published performance specifications. Patient samples were collected in 6 ml becton dickinson (bd) primary tubes. Prior to analysis, samples are aliquoted into an insert tube. Samples are centrifuged at 5,600 rpm (revolutions per minute) for five minutes in a stat spin centrifuge. Emergency room samples are typically processed within the hour; outpatient samples are processed within 1-2 hours from collection. System check, performed on (B)(6) 2012, passed within specifications. This medwatch report is related to MDR 2122870-2012-01902.